Manufacturer narrative:
(B)(4).

Event description:
It was reported that the home patient (hp) had a system error 2240 (air in tubing) and system error 2367 on the homechoice (hc) during the initial drain, while the hp was connected. The technical service representative (tsr) explained the alarms and had the hp cycle the power in order to clear the alarms. The tsr advised the hp discard the current supplies and to start the therapy over using all new supplies. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Upon completion of baxter's investigation, or if additional relevant information is received, a follow-up will be submitted.